Manufacturer narrative:
(B)(6). Date of report: 06 aug 2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy test failure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the da board was return for analysis. The proximal pressure sensor u6 on the customer returned da board had an offset of about 0.9 cm h2o which caused the pressure accuracy test to fail at the 0 and 1 cm h2o test points. Replacing u6 resolved the problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician discovered the ventilator failed the pressure accuracy test. There was no patient involvement.